Event description:
It was reported that the patient just came back from MRI. They could not get patient temperature to register on arctic sun device. They plugged into bedside monitor and probe was not registering. If issue was temperature cable, then probe would register on bedside monitor. Probe appears to be the issue. Advised to swap out ts foley for a new one or utilize another form of patient temperature probe for input to run therapy. Per charge nurse via phone on 21nov2024, it was reported that they swapped out the foley probe and the issue was resolved. Patient completed therapy. No patient impact was reported.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. No actions can be taken at this time since a root cause was not identified. A DHR could not be performed since no lot number was provided. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient just came back from MRI. They could not get patient temperature to register on arctic sun device. They plugged into bedside monitor and probe was not registering. If issue was temperature cable, then probe would register on bedside monitor. Probe appears to be the issue. Advised to swap out ts foley for a new one or utilize another form of patient temperature probe for input to run therapy.